Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
As reported: "patients right hip: head, cup and liner were revived due to poly wear." A secur-fit ha shell, c-taper ceramic head, and omnifit 10° insert were revised. Patient was revised to a tritanium construct with mdm liner.